Event description:
On november 30, 2010, the lay user/patient's mother contacted lifescan (lfs) alleging that the patient's onetouch ping meter was reading inaccurately high compared to the patient's feeling/ normal result(s). The following complaint was classified based on information obtained from the customer service representative (csr). The patient's mother alleged that the issue began on (B)(6) 2010 at 2:30pm. The patient reportedly obtained a message of "hi" (an indicator that the patient's blood glucose result is over "600mg/dl") with the subject meter. The patient manages her diabetes with an insulin pump. In response to the alleged issue, the patient administered 4 units of novolog insulin sometime between 2:30-2:45pm. One hour after the alleged issue began, the patient's eyes reportedly appeared glazed and she was trembling. Thirty minutes later, the patient reportedly obtained a blood glucose result of "58mg/dl" with another device and at the same time consumed food and/or drink as treatment. During troubleshooting the csr verified the subject meter was set to the correct unit of measurement (mg/dl). Replacement products were sent to the patient. This complaint is being reported because the patient allegedly obtained an inaccurate high reading on the subject meter, administered treatment based on the alleged result, and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k082590.

Manufacturer narrative:
Follow-up # 1 (02/05/2013)-device evaluation: the meter involved with this complaint has been returned on (B)(4) 2013 and evaluated by product analysis (pa) on (B)(4) 2013 with the following findings: the primary complaint was not confirmed. The meter functions properly and no faults were found. A DHR (device history record) was completed for this product and no deviations, non-conformances, or reworks were observed. The retain test strips were tested in (B)(4) 2012 and also passed testing. The test strips involved with this complaint has also been returned; however, testing was not performed since the product was expired at the time the test strips were received. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.